Event description:
At the patient's request, the realized adjustable band was removed. Upon removal, the surgeon noticed the strain relief was not in correct position, but still attached to the tubing. There was no patient impact.

Manufacturer narrative:
(B)(4). The tubing strain relief was returned floating on the catheter. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.